Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the screen blinks, the numbers fades out, and the buttons aren't responding properly. Customer's blood glucose was between 150 to 200 mg/dl. Customer stated, the device has been dropped or bumped over the years. As for the keypad issues the buttons get stuck and he has to press it two or three times for them to respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.